Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display blanks out after a while or when it gets bumped. The biomedical engineer has taken it apart and validated the connections which resolves the issue for a while but then the issue reoccurs. The device was returned to nihon kohden and evaluated. Minor damages were found with the front enclosure, rear enclosure, touch screen (passed calibration), handles and alarm indicator cover. Additionally a few errors were detected in the history which will require the unit to be initialized. The unit was initialized in order to resolve the error in the history. The customer declined repairs for the front enclosure, rear enclosure, touch screen (passed calibration), handles and alarm indicator cover. The inverter was replaced and the repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) display blanks out after a while or when it gets bumped. The biomedical engineer has taken it apart and validated the connections which resolves the issue for a while but then the issue reoccurs.